Event description:
It was reported that during a robot-assisted esophagectomy, the staples of only one line were deployed at the 2nd firing. The knife moved properly. The device was used on the esophagus. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted esophagectomy, the staples of only one line were deployed at the 2nd firing. The knife moved properly. The device was used on the esophagus. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2022. D4: batch #338a84 h6: component code: g04. Additional information was provided: an unusual and loud sound was heard at the firing. The procedure was not converted. Additional hand suture was performed. The surgeon commented that he assumed the issue was caused by a deficiency of the device. He also thought there is a possibility that the device was fired with the jaws clamped something hard. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with one battery pack installed and a gst60b reload loaded in the device. In addition, an opened package of reload and some loose un-formed and formed staples were received along with the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/3. Further analysis shows the sled was divided into two at the knife slot, one side stopped near the damaged part. In addition, the damage was found on one side of the cartridge body. Staples remained in the unfired staple pockets, but two staples were missing due to damaged drivers. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. Additionally, one un-formed staple and some cartridge shavings were observed inside the jaws. Also, the knife was noted nicked. As additional testing, the device was tested for functionality in the straight position with a test reload and a test battery. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. The damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with one battery pack installed and a gst60b reload loaded in the device. In addition, an opened package of reload and some loose un-formed and formed staples were received along with the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/3. Further analysis shows the sled was divided into two at the knife slot, one side stopped near the damaged part. In addition, the damage was found on one side of the reload body and on reload deck. Staples remained in the unfired staple pockets, but two staples were missing due to damaged drivers. Additionally, one un-formed staple and some cartridge shavings were observed inside the jaws. Also, the knife was noted nicked. The device was tested for functionality in the straight position with a test reload and a test battery. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage to the reload and knife is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.